Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event unknown/not provided. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacturing date - requested but not provided at the time of this report. Field service specialist visited the account after the event. Fss found power supply assembly and the dexta exto chair controller burnt and the printed circuit board of the catalys alternate current distribution was found defective. Replaced all parts then found laser head also faulty as fuses of the laser controller were getting blown. Fse replaced additional parts. Power calibrations and other test done and system is working properly now. Fse noticed there is no direct wall power supply to the machine. Power supply to the system getting from universal power supply (usp) only. Ups supplier came to check ups and reported that the ups is functioning properly.

Event description:
It was reported that smoke was coming from the system. No patient involvement.

Manufacturer narrative:
The device manufacturer date was provided as 04/22/2015. Device MFR date of this follow up has been updated. Device evaluation: results of testing: the 3 returned parts (ac distribution board, catalys power supply, and dexta power supply were returned to milpitas and visually inspected. Visual inspection did not detect any direct evidence which would point to any issue. Specifically, there was no evidence of any burnt components. Functional testing was also performed, and no issues were identified; all three parts returned functioned as intended when connected to an engineering catalys system. The field service specialist also noticed an oily substance underneath the power supply for the catalys system. It was confirmed that oily substance was a foreign matter which did not originate from the catalys system. Foreign material (oil-like substance) was sprayed from an external source and entered into the system where it heated up and likely caused the reported smoke alleged by the customer. There are no components in the catalys system that use oil internally or externally as part of their makeup. Manufacturing record review: the review of the device history record (DHR) for showed that there were no issues or non-conformance reports associated to the system. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.